Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 la had damaged packaging before use. The following was reported by the initial reporter: "patient informed that uses the pen needles for more than 22 years, and has never had issues. However, in the last batch purchased, she picked a needle to apply lantus insulin, she removed the first safety cover (the transparent) and, when she was going to remove the blue safety shield she got a needle stick, because the needle was gone through the blue safety shield. Patient only noticed it when she was trying to remove the shield and it didn't get out. Patient cleaned the injury with water and soap, applied an antiseptic and put a band-aid on it, she said it wasn't needed to go see a doctor, it's fine and healing. Has sent pictures."

Manufacturer narrative:
H.6. Investigation: customer returned several images of a pen needle with a blue cap, identifying it as an 8mm, 31 gauge pen needle. The cannula is sticking out of the side of the inner shield angled downward approximately one third of the way up from the distal tip of the hub. The exposed cannula poses a needle stick risk. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos received, bd was able to confirm the customer¿s indicated failure of the cannula sticking through the shield, posing a needle stick risk. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA#290556 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional initial reporter email: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 la had damaged packaging before use. The following was reported by the initial reporter: "patient informed that uses the pen needles for more than 22 years, and has never had issues. However, in the last batch purchased, she picked a needle to apply lantus insulin, she removed the first safety cover (the transparent) and, when she was going to remove the blue safety shield she got a needle stick, because the needle was gone through the blue safety shield. Patient only noticed it when she was trying to remove the shield and it didn't get out. Patient cleaned the injury with water and soap, applied an antiseptic and put a band-aid on it, she said it wasn't needed to go see a doctor, it's fine and healing. Has sent pictures."